Event description:
Serious injury involving one person. For several years the pt has been wearing focus 1-2 contact lenses as an extended wear rather than a daily wear lens with a 2 week replacement as prescribed by the pt's physician. Extended wear at times consist of 14 days without removing the lenses. The past couple of years the pt was purchasing the pt's lenses from 800 contacts, and had not seen the fitting/prescribed physician since 1997. Until 2001, at which time pt was diagnosed with a 1 and 1/2mm corneal ulcer on right eye, in the 8:00 o'clock position at edge of pupil. Physician required discontinued lens wear until further notice and prescribed ciloxin ointment for 3 days on tapering basis for 8 days as treatment. As of 12th day follow up, vision acuity was 20/20, ulcer has resolved with scarring at 60% transparent.